Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was checked during a follow-up on (B)(6) 2021. The charge time was 8.3s and the last battery reforming was indicated to be on(B)(6) 2021. However, when checked during a follow-up (B)(6) 2021, the charge time was 8.3s, and the last battery reforming was indicated to be on (B)(6) 2021. The reforming date should be the same, but there was a one-day error between (B)(6) 2021 on the programmer's display.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was checked during a follow-up on (B)(6) 2021. The charge time was 8.3s and the last battery reforming was indicated to be on 9 march 2021. However, when checked during a follow-up (B)(6) 2021, the charge time was 8.3s, and the last battery reforming was indicated to be on (B)(6) 2021. The reforming date should be the same, but there was a one-day error between 8 and 9 (B)(6) 2021 on the programmer's display.